Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the blood glucose value was 500 mg/dl. It was also reported that the pump didn't push insulin. The event involved product(s) mmt-1884, mmt-332a, and unomedical. Troubleshooting was performed for the high bgs/under delivery and declined by the customer later. The customer will stop using the device and was told to revert to the backup plan according to the healthcare professional's instructions. It was unknown that the insulin pump was used within 48 hours. It was also unknown that the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might of triggered the reason complaint. Unit passed the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, and self test. However, the unit had failed prime/seating test. During the download history review, no relevant alarms were confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted to the motor during visual inspection, isolate to motor assembly. The following cosmetic damages were noted: cracked battery tube, cracked corner of belt clip rails, cracked case, battery tube threads cracked, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, customer's alleged concern of high bg/ motor anomaly was confirmed. No relevant alarms were noted in the download history review. However, moisture damage and insulin debris was noted upon visual inspection of the reservoir tube, isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.